Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the sleeves are too big. The reporter stated that "more torque is needed to the get the instruments through the incision." A suture was needed to properly seal the wound. A product sample has been requested for evaluation.

Manufacturer narrative:
Additional information in device available for evaluation?, device valuated by MFR?, evaluation codes, and additional MFR narrative. The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. Twelve infusion sleeves were returned for evaluation. The sleeves were visually inspected and the texture on the inner wall of the shafts and tips was intact. The inner diameters of the sleeves were within specification. No twist was observed on any of the samples when the twist test was performed. Some of the sleeves varied in shades of purple; however the sleeves were compared with the drawing and were within the specified color range. This customer's complaint is most likely due to the slight color variation between the sleeves produced by the two suppliers; however, all of the returned sleeves met specifications. (B)(4).